Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse exorcised the iabp unit to no fail, and performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the nurse called getinge, citing that a low vacuum alarm had occurred on the cs300 intra-aortic balloon pump (iabp). The getinge service representative instructed the nurse to switch to back up iabp unit, and the nurse stated he knew how to do this and needed no further assistance. Getinge service representative asked the nurse to label the iabp unit as out of service. No patient harm, serious injury or adverse event was reported.